Event description:
Boston scientific (bsc) cardiac rhythm management (crm) received info that a bsc crm field rep called in stating that no capture could be obtained with this pacing system. The following day the bsc pacemaker and dextrus leads were explanted due to a suspected infection of the pacemaker pocket.